Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory revealed that no suspicious faults or resets were recorded while implanted. Although the battery voltage was lower than expected, there was sufficient capacity remaining to support full device function. The device case was removed and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion after being implanted for less than three weeks. The expected remaining longevity decreased from 9.2-9.7 years at implant to 6.5 years currently. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely, noting the power consumption appeared to be increasing prior to implant and was higher than expected based on settings and therapy usage. Engineering recommended urgent device replacement, as the root cause was unknown and the rate of depletion was unpredictable. The device was expected to be replaced within two weeks. No adverse patient effects were reported. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion after being implanted for less than three weeks. The expected remaining longevity decreased from 9.2-9.7 years at implant to 6.5 years currently. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely, noting the power consumption appeared to be increasing prior to implant and was higher than expected based on settings and therapy usage. Engineering recommended urgent device replacement, as the root cause was unknown and the rate of depletion was unpredictable. The device was expected to be replaced within two weeks. No adverse patient effects were reported. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.